Event description:
The customer called to report a crack on the case after dropping the insulin pump on the floor. The customer also reported water damage after she went swimming with the insulin pump on. Nothing further was reported.

Manufacturer narrative:
The insulin pump has a blank display due to moisture damage on the electronics. The insulin pump also had a cracked case.